Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the pump battery depleted from 40% to 0% within a few hours and shut off. In addition, the customer received a cartridge alarm during basal delivery. Customer reported blood glucose (bg) level was 366 (mg/dl). The customer reloaded the cartridge and delivered a correction bolus to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.